Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a review of the pump¿s black box data revealed no cartridge detected warnings. The pump was exercised for 24 hours with no duplicated warnings or alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump was not priming the tubing during the load step. It was reported that the pump produced cartridge not detected warnings with multiple different cartridges in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.